Event description:
It was reported that, "during surgery, the surgeon had all 4 screws placed at l4 - l5 and compressed using small compressor, the right l5 screw broke through the endplate and into the disc space. The blockers and rod were removed on the right side and the screw adjuster was used to manipulate the tulip head to remove the screw and that is when the tulip head popped off."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.